Manufacturer narrative:
This follow up report is being filed to relay additional information.

Manufacturer narrative:
Information was received via medwatch report mw5061825. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a postoperative infection. It is unknown if they were revised.

Manufacturer narrative:
This follow-up report is being filed to correct information. Concomitant medical products: unknown nexgen tibial component, catalogue # 00595001702. Unknown nexgen articular surface.

Event description:
Upon the receipt of additional information, it was discovered that the patient underwent a revision of the articular surface due to infection.

Manufacturer narrative:
Product remains implanted. Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.